Event description:
It was reported that this patient's implantable pulse generator (pacemaker) had a lead safety switch, a feature that changes bipolar configuration to unipolar, on this right atrial (ra) lead due to a single high pacing impedance measurement of over 3000 ohms. Technical services (ts) discussed possible causes like connection issues or lead integrity issues and suggested to keep the lead in unipolar pacing/bipolar sensing. Reportedly, inappropriate atrial tachy response episodes have been recorded due to oversensing. After chest x-rays were performed, no noticeable fracture or integrity issue was found. Ts indicated that only other possible cause for the issue could be a tight suture around the lead. This information will be discussed with the physician and this ra lead was reprogrammed to unipolar pacing/bipolar sensing as recommended. Reportedly, the patient was brought to the clinic for an magnetic resonance imaging (MRI), and the system could not go on MRI mode due to out-of-range ra lead impedance. The ra lead had to be turned off in order to turn on the MRI mode on, and was turned on after the MRI was done. Both the patient's pacemaker and ra lead remain in service and no adverse patient effects were reported.